Manufacturer narrative:
(B)(4). Headache is a known inherent risk of intracranial endovascular procedure and is documented in the pipeline instruction for use. The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. The cause of hydrophilic polymer coating emboli cannot be determined.

Event description:
Medtronic received information that a patient experienced a headache 17 days post pipeline treatment. The patient received pipeline implant to treat a saccular aneurysm located in the c6 segment of the left internal cartotid artery (ica). There were no problems or difficulties during the pipeline procedure. It was reported that the patient was admitted to the acute stroke unit, and an MRI was performed the following day, which showed right supratentorial multiple foci of hyperintense t2 flair signal but no restricted diffusion. In order to further characterize these lesions, an MRI was repeated with and without contrast two days later which showed multiple punctate foci of enhancement in the right cerebral hemisphere that remains suspicious for an inflammatory reaction secondary to emboli from hydrophilic polymer coating. The physician was unable to confirm the source of the hydrophillic coating. In addition, the patient had and mra of the head and neck. The mra of the head revealed decreased flow-related enhancement in the distal cavernous and supraclinoid segments of the right internal carotid artery due to the device. The patient was discharged and instructed to follow up with the clinic in three weeks. Aspirin, plavix,colace lithium ativansenokot.

Manufacturer narrative:
Neurological deterioration is a known inherent risk of intracranial endovascular procedure and is documented in the pipeline instruction for use. The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a post procedure related event.

Event description:
Medtronic received information that the patient experienced upper extremity paresthesia post intervention and was admitted to the hospital. The MRI revealed changes consistent with multiple small emboli. However, the reported upper extremity paresthesia has since resolved.